Event description:
Customer reported he had issues with reservoir, changed it and it worked. Customer's blood glucose was 230 mg/dl. Customer stated when filling the reservoir couldn't get the bubbles out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.